Event description:
It was reported that the CPR release handle was not working and the wheels were not coming up. Upon inspection of the unit by the service technician, it was identified that the base frame would not retract in powered mode or manual mode.